Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom depressed battery contacts causing device to shut off. Evaluation found 2 battery pins to be depressed an unable to rebound as designed, which intermittently disrupts d/c power. The rear case assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum pump shuts off without user input when on battery power due to depressed battery contacts. It was also reported that there was no patient involvement.